Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that when the pump was first implanted, the pump stuck out a lot. The patient wore an elastic band to keep the pump held in, but it did not work. The patient said that she could not get her clothing on because the pump stuck out. The patient had surgery to have the pump anchored down to hold it up. The patient said the pump still moves up and down because of belly fat and short abdomen. The pump did not stick out since surgery. It was also noted that the patient was to have an MRI for their knee. There was not a suspected problem with the device or therapy. The patient also asked about eri (electronic replacement indicator) and what it means. The indications for use were non-malignant pain and failed back syndrome - other. The system was delivering morphine. The concentration, dose, and lot number were unknown. It is unknown how "belly fat and short abdomen" contributed to the pump movement. Follow up is being conducted. If additional information becomes available, the event will be updated.